Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that about a week after implant of the leads, the patient was pale and had weakness. Additionally, the patient had s welling of their left arm and hand and was then diagnosed with axillary and subclavian vein thrombosis. The patient was given oral medication for treatment. The leads remain in use. The patient was a participant in the adapt response clinical study. No further patient complications have been reported as a result of this event.